Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's pump stopped without anyone stopping the pump. Waveforms were reviewed and the pump stopped for less than one minute. Based on the limited data in the log file. It appeared that the system controller may have stopped the pump in order to prevent the pump from running dry. The pump was restarted and appeared fully functional.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. The manufacturer is trying to obtain the system controller for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, the report of the pump stopping event was confirmed via the log file, however a root cause could not be determined. It was reported that the patient later expired on (B)(6) 2014 due to sepsis. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The log file contained approximately 3 hours of data ((B)(6) 2013 9:49 - 2:43 per time stamp). At 12:32 there was another pump stop that was not associated with a motor stop command or the driveline being disconnected. That pump stop appeared to be related to low power, prior to the stop the power averaged around 1.7w and dropped to 0w at the time of the pump stop. The pump restarted without issue and no further issues have been reported related to pump stops.